Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on inspection, the keypad is torn at the down arrow keypad button and the audio bolus button. The up arrow, down arrow and ok keypad buttons all have intermittent unresponsiveness when pressed. The contrast keypad button is normally responsive when pressed. The up arrow, down arrow and contrast keypad buttons all have intermittent spring back or click. The keypad was removed for investigation and revealed visible contamination under all of the key contacts and the down arrow button contact inverted.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.